Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter (phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken. A microscopic analysis was performed which identify sharp broken edge and with a non-penetrating nick assessed as surgical impact and striated opening in the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the radius with no penetrating nick due to surgical impact opening. A striated opening in the anterior side assessed as surgical damage. Non-penetrating nick. Missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.